Event description:
There are two openings in the surface of the cuvette. The reagent and patient specimen are mixed until the cuvette is moved down the track to the mixing block. The reagent and the patient mixed prematurely prior to reaching the mixing block. The result for the pt was 9.5 sec for a patient on warfarin therapy. When rerun on another instrument the pt result was 16.0 sec.